Manufacturer narrative:
Manufacturer's investigation conclusion: cosmetic driveline damage was identified during investigation of the device. The reported pump stop event was confirmed via the submitted system controller log file. The submitted log file contained data spanning from (B)(6) 2021 at 15:00:03 to (B)(6) 2021 at 11:42:32, per the timestamp. A pump stop event was captured on (B)(6) 2021, beginning at 23:47:08, while the system was supported with battery power. Based on our complaint history and similarly reported events, the data captured in the log file is consistent with potential driveline wire compromise; however, a specific cause for the pump stop event cannot be conclusively determined through the evaluation of the returned portion of driveline. A distal end driveline repair was performed by an abbott technical services representative on 30jun2021. The approximately 18.0" segment of driveline replaced by technical services was returned for evaluation. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires did not reveal any breaches or areas of concern. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. Following the repair, the patient was connected to a grounded patient cable and experienced a low speed event. The patient remained ongoing on (B)(6) it was exchanged on (B)(6) 2021 for a heartmate 3 left ventricular assist system. Additional information regarding the event had been requested from the account; however, none has been provided at this time. The heartmate ii left ventricular assist system instructions for use and patient handbook contain information on caring for the driveline. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 23jan2017. The heartmate ii left ventricular assist system instructions for use discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii left ventricular assist system patient handbook contains information on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a new low speed advisory, pump off alarms while on batteries. The patient does have area on driveline with obvious kink. The log file contained an abnormal pump stop and low speed hazards. This type of behavior has been linked to potential issues with the percutaneous lead. These issues appear to be occurring on battery power. The x-ray images submitted did not show any areas of concern. Planned driveline repair was canceled due to the patient leaving against medical advice on (B)(6) 2021. A request for a percutaneous lead repair was made and the repair was re-scheduled for (B)(6) 2021. Patient with supposed phase to phase short. Repair attended by technical services and clinical. Began repair approximately 4" from exit site. Spliced wires green, brown, orange before swapping over to new lead. No issues during changeover and continued with remaining wires. Closed up site per procedure and provided patient with care instructions. Following connection to grounded cable patient experienced speed drop indicating damage is internal.